Manufacturer narrative:
Occupation: other, senior counsel, litigation. Additional information is pending and will be submitted in a follow up report when received.

Event description:
As reported by an updated legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to ivc perforation as well as filter tilt and embedment. As a result of the malfunction, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Event description:
As reported by an updated legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to inferior vena cava (ivc) perforation as well as filter tilt and embedment. As a result of the malfunction, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. According to the information received in the patient profile form (ppf), the patient became aware of the reported events twelve years and six months post implant. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt, filter embedded in wall of the ivc, and perforation of filter strut(s) outside the ivc. The patient also reports mental anguish. According to the information provided in the medical records, the indication for the filter placement was deep vein thrombosis, with additional risk factors of patient asthma, diet-controlled diabetes, and family history of heart disease. The filter was placed via the right groin and deployed infrarenally.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused inferior vena cava (ivc) perforation as well as filter tilt and embedment. The patient reported becoming aware of filter embedded in wall of the ivc, and perforation of filter strut(s) outside the ivc, approximately events twelve years and six months post implant. The patient also reports mental anguish related to the filter. According to the information provided in the medical records, the indication for the filter placement was deep vein thrombosis, with additional risk factors of asthma, diet-controlled diabetes, and family history of heart disease. The filter was placed via the right groin and deployed infrarenally in the ivc. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Without procedural films for review, the reported filter tilt and perforation could not be confirmed nor a cause for the event(s) determined. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. It is unknown if the tilt contributed to the reported perforation. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. With the very limited information and no imaging available for review it is not possible to draw a conclusion between the reported events and the filter. There is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
According to the patient profile form the patient experienced perforation of filter struts outside the ivc, filter tilt, and filter embedded in the wall of the ivc. The patient became aware of these events approximately twelve years and six-months on (B)(6) 2019 post implant. The patient also reports mental anguish related to the filter. According to the implant record, the indication for the filter placement was deep vein thrombosis, with additional risk factors of patient asthma, diet-controlled diabetes, and family history of heart disease. The filter was placed via the right groin and deployed infrarenally.

Manufacturer narrative:
According to the information received in the patient profile form (ppf), the patient became aware of the reported events twelve years and six months post implant. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt, filter embedded in wall of the ivc, and perforation of filter strut(s) outside the ivc. The patient also mental anguish. According to the information provided in the medical records, the indication for the filter placement was deep vein thrombosis, with additional risk factors of patient asthma, diet-controlled diabetes, and family history of heart disease. The filter was placed via the right groin and deployed infrarenally.